Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07xn0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had uncomfortable stimulation. Since about several months ago, the patient started to feel stimulation around their uterus and rectum area. The patient didn't used to feel it there in the past. This could happen while the patient was sitting or standing. The patient experienced a loss or change of therapy in (B)(6) 2015. Last week the patient had to use a catheter twice and normally got up 4 to 5 times at night to urinate, but a couple of times they couldn't. The patient felt stimulation in their uterus and rectum and their therapy was on set at 1.70v. The patient had increased stimulation and felt it all the time, although it was uncomfortable for them. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.